Event description:
It was reported the patient was not feeling well after going through a metal detector so they met with their healthcare professional (hcp). When the implantable neurostimulator (ins) was interrogated the patient was up 0.7v on each program within a single hemisphere. The patient had not changed their programming with the patient programmer. The patient was programmed on complex settings with interleaving. The manufacturing representative suspected the patient was being overstimulated at the settings that were 0.7v higher. Impedances were measured to be normal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_ unknown_lead, product type: lead. (B)(4).